Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The following information is stated in the instructions for use (IFU): "chapter 5 troubleshooting" the countermeasures against troubles are described in this chapter. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ "never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the gastrointestinal videoscope had a scope had a blurry vision. The subject cannot be recognized and image does not return. The issue occurred during an esophagogastroduodenoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found a scope with a clear image and it passed the fog test. Should additional relevant information become available, a supplemental report will be submitted.